Manufacturer narrative:
Follow-up #1: date of submission 8/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump information for the complaint date has been overwritten, unable to duplicate the complaint. The black box starts on (B)(6) 2015 the black box data/histories for the event have been overwritten due to continued use of the pump. Available tdd¿s correctly reflect the users programmed basal rates.. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 587 mg/dl with thirst and nausea, negative ketones. The patient self-treated with a site change, insulin via injection, and insulin via pump, and continues pump use. During troubleshooting, customer support did not identify any potential cause for inaccurate delivery: basal and bolus programming and histories were as expected. The reporter attributed the bg excursion to a concurrent medical condition. There was no allegation of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.